Event description:
It was reported that the customer discovered foley catheter leaking from a broken port. Foley had been in use since (B)(6) 2023. No activity was being done at the time it was noted. The blue port was no longer attached to the foley itself. New foley was inserted. Unfortunately, the equipment number was no longer readable, but the part was cut off and kept at bedside. No patient harm was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be damaged components received from supplier. However, there was insufficient information to confirm this potential root cause. It was received 1 cut portion of a foley catheter with sample port connector. The blue stem luer and threading cap were not present, and the housing was found broken. It was also evidenced that the catheter cap was broken, and the ink was almost gone and due to this it was not possible to collect the lot number. This does not meet specification. The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer discovered foley catheter leaking from a broken port. Foley had been in use since (B)(6) 2023. No activity was being done at the time it was noted. The blue port was no longer attached to the foley itself. New foley was inserted. Unfortunately, the equipment number was no longer readable, but the part was cut off and kept at bedside. No patient harm was reported.